Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in brazil, approximately 10 years after a transcatheter aortic valve replacement procedure to implant a 29 mm sapien 3 transcatheter heart valve, the patient presented with dyspnea, fatigue and heart failure due to severe central regurgitation. Consequently, a valve-in-valve intervention was performed in which a 26 mm sapien 3 ultra was implanted. Post-procedure, the patient experienced complete atrioventricular block and required implantation of a permanent pacemaker. The final patient status was stable condition.